Event description:
Caller reported a cartridge alarm occurred during the loading process, causing their blood glucose level to display as "high," although the specific value was unknown. To address the high blood glucose level, the customer administered a correction bolus through both the pump and manual injection. No third-party assistance was needed. Technical support resolved the issue by arranging a pump replacement, and the customer requested an out-of-warranty loaner pump.